Event description:
During the set-up of the third treatment field, the table was angled at 90 degrees from the previous position, the gantry arm was at approximately 22 degrees and the collimator was to be rotated. These three changes were occurring almost simultaneously under operator control. The gantry angulation went to approximately 38 degrees. At that time the pt alerted the operator that the gentry was pressing on their abdomen. The gantry was instantly removed. The pt complained of abdominal tenderness and was evaluated by the radiation therapy physician. The pt was sent to radiology for ultrasound and non-contrast CT of the abdomen. The pt was then sent to the ER for evaluation. The pt had a history of urinary retention. Creatinine was 2.9. A foley catheter was placed in the ER and 2300cc or urine was removed. An ivp and cystouretherogram were performed. A bladder perforation was revealed and the pt went to the operating room for bladder repair. Note: the problem identified by the users is that there is no safety stop device on the machine to prevent the gantry from striking the pt if or when the operator accidentally overshoots the goal.